Event description:
It was reported the buttons on the insulin pump were unresponsive. Blood glucose was not provided. No further troubleshooting was provided. No further information reported.

Manufacturer narrative:
The insulin pump was intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.